Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Lot history record review was completed for the reported product lot numbers. There were no nonconformance issue(s) with these production lots. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two of the heartstring ii seals did not roll properly. A third replacement device was used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report# 2242352-2012-00409 for the related report.